Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy for supraventricular tachycardia. The device correctly diagnosed the svt, however due to atrial undersensing when atrial events fell into pvab, therapy was delivered. Programming changes were recommended.

Manufacturer narrative:
.